Event description:
Connecting secondary IV to primary tubing using 20g x 1" needle. Needle broke in the prn site and went down in the IV tubing.

Manufacturer narrative:
Cannot fully evaluate, since a sample is not available. No other incidents of this nature with this lot or catalog item. The majority of these incident are the result of the needle being bent and restraightened leading to the needle breaking.